Event description:
It was reported the switch emitted smoke.

Manufacturer narrative:
Examination of the internal components of the switch revealed a resistor had shorted out, but we were unable to determine the cause. We will continue to investigate this issue with our supplier, but at this time, we attribute this report to an unusual product malfunction.